Manufacturer narrative:
A mindray field service representative verified the proper operation of the benevision n1, the audio alarms were generated during simulation testing. Patient monitor logs were collected for investigation. The occurrence is under investigation.

Event description:
It was reported that on (B)(6) 2024, at 10:54 p.m., the benevision n1 patient monitor did not generate a low spo2 audio alarm. No patient injury was reported.

Manufacturer narrative:
A mindray field service representative verified the proper operation of the benevision n1, the audio alarms were generated during simulation testing. Patient monitor logs were collected for investigation. The occurrence is under investigation.

Event description:
It was reported that on (B)(6) 2024, at 9:55 p.m., the benevision n1 patient monitor did not generate a low spo2 audio alarm. No patient injury was reported.